Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in leaked at the adapater during use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: after catheter placement, saline leaked from the catheter adapter.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used instye autoguard bc 22ga catheter / adapter assembly without packaging from material 381023, lot number 9155673. The catheter/adapter assembly was attached to a syringe. In addition, two photographs were received which displayed similarities to that of the returned unit. Through the visual/microscopic evaluation, damage in the form of a crack was observed in the catheter/adapter where the threads begin. A water/air leak test was performed where air bubbles were observed coming from the area of the crack in the adapter. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to damaged adapters taking place when the adapter comes in contact with grippers or during shipping and handling of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in leaked at the adapter during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: after catheter placement, saline leaked from the catheter adapter.